Manufacturer narrative:
The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain an UDI label, but the applicable UDI information associated with the device is (B)(4).

Event description:
It was reported that the blood parameter monitor (bpm) had inaccurate readings. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.